Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for right lumbar-radicular neuropathic pain. It was reported that implantation of an epidural neurostimulation probe occured on (B)(6) 2022. There was a defective stimulation probe studs and were not usable in 3 years without any notion of trauma. Use of the probe on three pads instead of eight. As the patient was no longer relieved, we were forced to change the catheter on (B)(6) 2026. Resolution was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6); b3: event date is unknown. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.